Event description:
It was reported that the glass shield of the senographe 700t exploded, making a very loud noise. Many small pieces of glass were projected all around the room. A pt was in the room approx 5 meters from the senographe but was not injured, nor were there any other injuries.